Event description:
In 1972, rptr had an unknown MFR's implants placed for augmentation. The implants were replaced many times because of leakage and contracture. In 1978, she had the saline implants removed because of leakage and replaced with another co's double lumen implants. Subcutaneous bilateral mastectomy was performed. Three months after implantation, the implants were removed and replaced with the same type of implant. The rptr was not told why they had to be replaced. In 1979-1984, two or three sets of double lumen implants were removed and replaced during this time. In 1988, the implants were replaced with implants mfg by this co. In 1990, one implant was removed because of leakage and replaced with another co's implant. In 1/92, one implant was ruptured during mammography. In 3/93, she had final removal. Rptr has experienced the following: positive ana, limb numbness, memory loss, hair loss, fatigue and vision problems. Numerous drs can't find reason for complaints and symptoms. (Also see mw1000965.)